Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the soltive laser system, the fiber caught fire when it was secured into the port site where the white plastic plugs into the laser receptacle. The laser fiber was smothered with saline and a blue towel. The fire did not reach the patient or the drapes. The procedure was completed by replacing the laser system and new fiber. There were no reports of patient harm.